Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mg2592, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic subtotal hysterectomy procedure and suture was used. The needle pull off suture needle when suturing the cervical stump. Changed another one to complete the procedure. There was no adverse patient consequence reported. No additional information could be provided.